Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via trial that on (B) (6) 2007, the patient underwent stenting of the pre-dilated proximal left anterior descending artery (lad) with two xience v stents. On (B) (6) 2009, the prox lad was treated for restenosis with a cutting balloon and balloon angioplasty. On (B) (6) 2009, the patient experienced angina. The patient was hospitalized on (B) (6) 2009 and a diagnostic coronary angiogram was performed, results were not reported. The patient was discharged on (B) (6) 2009. The patient was then admitted to the hospital on (B) (6) 2009 and underwent coronary artery bypass grafting to the prox lad [stenosis]. The patient was discharged on (B) (6) 2009. There is no additional information available.

Manufacturer narrative:
(B) (4). Results and conclusion summation - in this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 3.0 x 12 mm xience v mentioned is being reported under this MFR#.